Event description:
Reporter stated that pt had been receiving elevated blood glucose results (values not provided), for two days, while using the suspect device. Reporter noted that, based on the elevated readings, pt had been taking additional diabetic medications (type not provided). Reporter stated that, on the day of the event, pt began shaking, sweating, and acting combative. Reporter indicated that they treated pt with a shot of glucogon, after which pt's blood glucose measured 20 mg/dl (using suspect device). Pt's current condition: ok. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.